Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was in a battery capacity depleted state (bcds) and should be replaced. Because of the bcds the nature of two delivered shocks could not be traced down. Also, a check rv lead alert was triggered, and it appears to be related with rv intrinsic amplitude. Furthermore, the lead showed a high, within expected values shock impedance in the past. A medical doctor interrogated the ICD and found that the bcds was more related to the situation with the rv lead than to the ICD. The ICD and the rv lead remain in service at this time. No adverse patient effects were reported.